Manufacturer narrative:
It was reported that the venous pressure was not measured correctly during treatment. The hls set was investigated in the getinge laboratory on 2022-03-14. Upon functional testing all pressure sensors did not measure. Only the temperature measuring was functioning. The exact root cause of the reported failure could not be determined due to the failure of all pressure sensors. A malfunction (e.g. Electrical defect) of the venous sensor, which could have led to the implausible pressure values, is possible. The production records of the affected hls module were reviewed on 2022-03-17. According to the final test results, the affected hls module with UDI (B)(4) passed the tests as per specifications. Production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported failure "venous pressure not measured correctly" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The affected hls set was requested for return. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that during supporting a patient with a hls set the venous pressure was not measured correctly. No harm to any person reported. Complaint ID: (B)(4).